Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had component damage, the housing of the device was damaged, and a sticky trigger. Therefore, the reported condition that the trigger of the device was broken was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device would not run, would not hold/secure the battery, had component damage, failed a leak tightness test, had a sticky trigger, and the housing was cracked/damaged and deformed bent. It was noted that the device was in very poor condition. It was further determined that the device failed pretest for check function of the device, check wear of the housing, check fitting of the lid, check falling out protection (steel ring), check the roundness of the housing, check for sticky triggers, and leakage test. It was noted in the service order that the trigger of the device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.